Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was no power flowing and the display showed "battery empty." There was unknown patient involvement.

Manufacturer narrative:
H6: one pump was returned for analysis in used condition. Visual inspection showed the device was in good condition. Service history identified the device has not been serviced in the past 12 months. Review of the event history log was not applicable. Functional testing could not duplicate the customer reported problem. There were no problems detected with the ac adapter or rechargeable battery. The investigation determined that the most probable cause of the issue is an insufficiently established connection between the charger and the pump.